Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart during every battery change. The customer¿s blood glucose was unknown. The chip casing around battery compartment was damaged and beep was not loud. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. No unexpected audio or vibrate anomalies noted. Device received with cracked battery tube threads and cracked lcd window. (B)(4)